Manufacturer narrative:
It is unknown if the sample is available for evaluation. A follow-up report will be provided once additional information is received from the complainant.

Event description:
"Extravasation of peripheral parenteral solution between PICC extension joint and its own connector. It was necessary to remove the PICC and insert a new catheter."

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.